Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity log did not show any activity on the event date provided. The clinical data of the event was not available for evaluation by the customer. The device was recertified and returned to the customer. Please note that the device was connected to a patient that had a pulse and was conscious. The device's indications for use instructs users to apply product to patients who are unconscious, not breathing, or pulseless. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device advised a shock that clinicians believed was non-shockable.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.